Event description:
It was reported that before an unknown procedure, there was difficulty in inserting the ancillary trocar tip to the anvil. When the ancillary trocar tip was inserted forcibly, it became not to be pulled out. When the ancillary trocar tip was pulled out forcibly, the tip was stuck in the back of the anvil. Since the event occurred before use on the patient, there were no adverse consequences for the patient. Another device was used to complete the procedure.

Event description:
Ultrathane multipurpose drainage set was used for percutaneous transhepatic gallbladder drainage. On (B)(6) 2010, the catheter was placed. On (B)(6) 2010, deterioration in drainage was noted. The physician confirmed the breakage of the catheter tip in the gallbladder. He inserted a wire guide into the catheter and attempted to remove the catheter and the broken tip, but could not remove the broken tip. Considering the pt's condition, he decided to take a wait-and-see approach. There were no adverse effects on the pt due to this occurrence. Additional info received on 07/07/2010: the physician occasionally flushed the catheter with saline using 5 cc syringe because the amount of the bile was a lot and there were stones. When he felt small resistance during flushing, he managed to flush by increasing and decreasing pressure to the syringe.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged and the trocar tip lodge inside the anvil. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.